Manufacturer narrative:
Investigation: no product is available for investigation. Batch history review: the device quality and manufacturing history records have been checked for the available lot number. The device history file has been checked and found to be according to our specification, valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available as well as a result of our investigation we exclude a manufacturing or material related error. Rational: no causality between the product and the mentioned issue can be found. An infection of the patient that already existed before the surgery cannot be excluded. According to the IFU, csf leaks can not be fully ruled out in some individual cases. No CAPA is necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. H3 other text: device not returned.

Event description:
Country of complaint: germany. It was reported that there is fluid because of csf leakage.